Manufacturer narrative:
(B)(4). The lens was returned dry in the case/vial; visual inspection found optic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Diopter: -12.00. Device evaluated by manufacturer? No -lens not returned. (B)(4). Method codes(s): evaluation method: lens work order search. Results codes(s): evaluation results: a lens work order search revealed there were no similar complaints within the work order. Conclusions code(s): no conclusion can be drawn: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4). Device not returned.

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -12.00 diopter in patient's left eye (os) on (B)(6) 2015. The lens tore during delivery into the eye. The lens was removed and exchanged for another icl, same model and diopter size. No adverse event was reported. Last post-op visit on (B)(6) 2015, ucva was 20/20.